Manufacturer narrative:
Pump received with dog chew marks on case. Keypad not functional reservoir tube lip broken

Event description:
The customer reported via phone call that insulin pump had cosmetic damage and also had high blood glucose. The blood glucose at the time of the incident was 320 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.